Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he changed the battery and the battery was showing full charge but when he went to bolus, the device was powered off. He tried multiple batteries but the display remained blank. Blood glucose was 126 mg/dl. The insulin pump was not dropped or exposed to moisture and had no damage. Troubleshooting was done and the display did not return. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display. After disconnecting and reconnecting the electronic assembly stack, the pump powered up properly. The problem was isolated to the electronic assembly. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.